Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated this unit and found that the part front end board needs to be replaced. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that while starting in service mode directly the cardiosave intra-aortic balloon pump (iabp) had a power-up test fails # 12 (non iso dsp sbit etf). It is unknown if a patient was involved, however no adverse event was reported.

Event description:
It was reported that while starting in service mode directly the cardiosave intra-aortic balloon pump (iabp) had a power-up test fails # 12 (non iso dsp sbit etf). There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
G3 and aware date in initial MDR is wrongly added. The correct date is 01/20/2022. A getinge field service engineer (fse) was dispatched to evaluate this unit. The unit is under warranty and the part front end board pn d670-00-1164 needs to be replaced under warranty. Additional information was requested from the fse with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.